Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and dilaudid at unknown concentrations and dosages via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that an alarm was heard, but telemetry had not yet been performed. The patient stated that since (B)(6) 2016, the ¿pump has been broken¿. At the pump refill on (B)(6) 2016, the healthcare provider (hcp) inserted the pain pump medications that normally lasted for a month. The hcp updated the patient¿s pump with the clinician programmer and the new refill date was (B)(6) 2016. The patient told the hcp that was not right because it had always been only one month between refills. The pump alarm was heard three days after the refill appointment. The hcp said that there was nothing wrong. The patient stated there was no medication in the pump, but ¿it was on¿. The patient had been experiencing blaring headaches since the withdrawal began on (B)(6) 2016. The patient described the headache as it comes in threes every 30 to 45 seconds and ¿staticy headache¿. The patient called the hcp about it and they were supposedly scheduling to have it removed, but had not spoken to the patient since last month. The patient stated the clinician programmer calibration was wrong on (B)(6) 2016. The patient was inquiring if there was anything ¿bad with spinal fluid and pump pumping nothing with it in the patient¿s body¿ and if there was any correlation with that and the headache issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. (B)(4).